Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 49 mg/dl. The customer did not mention any form of treatment. The customer stated that they did not have time to troubleshoot the issue. The customer will call their insurance about switching their insulin pump. It is unknown what may have caused the low blood glucose. The product was not returned for analysis.